Event description:
Caller reported an occlusion alarms. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by clearing the alarm and resuming insulin delivery, continuing to use the pump for insulin therapy.